Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Correction: report type on the initial report should have been malfunction. Correction: b1 - adverse event should not have been checked on the initial report. Correction b2 - other serious should not have been checked on the initial report. Correction: h1 should have been malfunction on the initial report. Correction: h6 - clinical and impact codes have been updated. Correction: h7 - inadvertently omitted from the initial report. Correction h9 - inadvertently omitted from the initial report.

Event description:
Additional information was received confirming an abbott representative met with the patient and was able to successfully disable the patient¿s ipg from MRI mode using an orion exit tool (oet). Once the ipg was taken out of MRI mode, the patient controller and/or clinician programmer was able to bond with the ipg, and restored therapy.

Manufacturer narrative:
Date of event is estimated. Section a4: no patient weight has been provided at this time.

Event description:
It was reported that after an MRI, wherein the patient believes the device was placed in MRI mode, the device cannot be communicated with using external devices. Surgical intervention may be taken in the future to resolve the situation.

Manufacturer narrative:
It was reported to abbott a patient was unable to connect with their ipg. The patient controller (pc) app displayed: "generator is no longer paired with this device." Tse inquired when the last time was they were able to pair to the pc; patient confirmed (B)(6) 2024 was last time. The rep met with the patient and recovered the device using the oet tool. Access to therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, the ipg is functioning as intended and the cause of the reported issue is consistent with leaving MRI or surgery mode activated after an actions have been taken to prevent reoccurrence.